Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported on (B)(6) 2024 that the pregnant patient admitted to the hospital for 5 days for the treatment of dka and high blood glucose level of 13 mmol/l. IV insulin drip was used as a corrective treatment. The infusion set also got leaked from the infusion site. Duration of infusion set used was less than 1 day. The patient tested positive for ketones with a value equal to 4.8. Symptoms noticed by patient were morning sickness, tiredness. The issue got resolved by replacing the infusion set and resumed insulin deliveries. No further information available.